Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0h3lq, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was having issues with their device and wanted assistance turning it off completely. The patient started having pain from the device 2 days ago and the pain felt like the pain similar to a urinary tract infection (uti). It was noted that the pain was burning and causing a sensation of electricity shooting through their body and the pain was so bad. The patient had an appointment tomorrow with their health care provider (hcp) and the patient successfully turned the device off with their programmer and would talk to their hcp. It was reported that the patient was implanted 5 days ago.